Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed dark stains at the distal end of the device. A visual inspection revealed that the anchor and sutures had not been deployed. There was dark debris present by the tip and on the plastic anchor, and white particulate debris present at the base. An analysis of the debris at the tip using the phenolphthalein presumptive blood test indicated that the dark debris was blood rather than rust. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the part drawing found that found packages must be free of particulates. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: - do not use if package is damaged. Do not use if the product sterilization barrier or its packaging is compromised. - contents are sterile unless package is opened or damaged. Do not resterilize. For single use only. Discard any open, unused product. Do not use after the expiration date. - product must be stored in the original sealed pouch. - do not resterilize or reuse anchors, sutures, insertion devices, or disposable awls. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder joint procedure, when the package was opened, the inserter of the healicoil was rust. Procedure was completed with a competitor device. It is unknown if a delay occurred. However, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.